Manufacturer narrative:
Follow up with the doctor's office was performed. The patient and the doctor did not know how the intraocular lens (iol) became dislocated; the patient could not recall an incident that may have contributed to the event. The incision was enlarged to remove the iol. The patient was doing fine post-op day one. Date of report and device manufacture date have been populated. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that an intraocular lens (iol) became decentered and was subsequently explanted. A new z9002 24.5 lens was implanted during the same procedure.

Manufacturer narrative:
(Expiration date) and (device manufacture date) are unknown at this time. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.